Event description:
It was reported to philips that the device could not acquire 12-lead ECG. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.